Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited a gradual rise in shock impedances on the right ventricular (rv) lead. Some values have triggered alerts as they have been out of range and greater than 125 ohms. At this time, the products remain in service. No adverse patient effects were reported.

Manufacturer narrative:
This product is being evaluated in our post market quality assurance laboratory. This report will be updated when evaluation is complete.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited a gradual rise in shock impedances. Some values have triggered alerts as they have been out of range and greater than 125 ohms. At this time, the rv lead and existing cardiac resynchronization therapy defibrillator (crt-d) remain in service. No adverse patient effects were reported. It was reported that this system continued to exhibit increased and out of range shocking impedance measurements. Commanded shocks were delivered and a code 1005 was generated indicating an open circuit. Calcification was noted around the lead coils. A boston scientific technical services consultant documented and discussed the reported clinical observations. No additional adverse patient effects were reported. It was reported that a revision procedure was performed and this system was removed from service and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, a thorough evaluation of the returned implantable pulse generator was performed. A series of diagnostic tests were conducted that verified the performance of pacing, sensing, and recording functions. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. The 3191 code was utilized due to the surgery that occurred.

Event description:
This supplemental report is being filed due to the completed evaluation of this product.

Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report. Upon receipt in our post market quality assurance laboratory, a thorough evaluation of the returned implantable pulse generator was performed. A series of diagnostic tests were conducted that verified the performance of pacing, sensing, and recording functions. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. The 3191 code was utilized due to the surgery that occurred.

Event description:
Boston scientific received information that this patient's right ventricular (rv) lead exhibited a gradual rise in shock impedances. Some values triggered alerts due to out of range measurements greater than 125 ohms. At this time, the rv lead and this cardiac resynchronization therapy defibrillator (crt-d) remain in service. No adverse patient effects were reported. It was reported that this system continued to exhibit increased and out of range shock impedance measurements. Commanded shocks were delivered, and a code 1005 was generated indicating an open circuit. Calcification was noted around the lead coils. A boston scientific technical services consultant documented and discussed the reported clinical observations. No additional adverse patient effects were reported. It was reported that this device was subsequently explanted for normal battery depletion. The associated rv lead was surgically abandoned. A replacement device and rv lead were implanted. No additional adverse patient effects were reported. It was reported that during a retrospective review of device data it was identified that during a shock delivery, this system recorded a code 1005 indicative of high, out-of-range shock impedance measurements greater than 145 ohms. However, the associated device code was not included in the previously submitted reports. No other information was provided. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that there was no conclusive evidence that the observed out-of-range impedance measurements were due to a malfunction or an inadequate lead-to-device connection.

Event description:
It was reported that this system continued to exhibit increased and out of range shocking impedance measurements. Commanded shocks were delivered and a code (B)(4) was generated indicating an open circuit. Calcification was noted around the lead coils. A boston scientific technical services consultant documented and discussed the reported clinical observations. No additional adverse patient effects were reported.